Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was observed that the battery reciprocator device control unit was not functioning and was defective. It was noted that the controller was malfunctioning, the motor was heavy moving, and the trigger mechanism was sticky. It was also noted that the device failed pre-repair diagnostic tests for triggers and electronic control unit (ecu) function, off/on mode, and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information...